Event description:
Note: this report pertains to one of two mantis clips used in the same patient and procedure. It was reported to boston scientific corporation that two mantis clips devices were used in the stomach during an endoscopic fistula closure procedure performed on (B)(6) 2023. During the procedure, the connection between the sheath and the jaw was distorted, making it impossible to release the clip even when the handle was manipulated. Additionally, the same problem occurred on the other mantis clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would release from the catheter. Block h10: investigation results: the returned mantis device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks and bushing is deformed. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be without specification. No other problems with the device were noted. The reported event of clip would not release was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any problem that could contribute with the problem faced by the physician. Additionally, the dimensions between the hooks of the bushing were measured, and they were out of specification, but, due to the bushing deformation, therefore, these measures were taken just as a reference. Also, the bushing is deformed, this probably in the interaction between the yoke and the capsule, in order to make the deploy of the clip, or operational factors such as user technique in order to release the clip from the catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
Note: this report pertains to one of two mantis clips used in the same patient and procedure. It was reported to boston scientific corporation that two mantis clips devices were used in the stomach during an endoscopic fistula closure procedure performed on (B)(6) 2023. During the procedure, the connection between the sheath and the jaw was distorted, making it impossible to release the clip even when the handle was manipulated. Additionally, the same problem occurred on the other mantis clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would release from the catheter.